Event description:
This unsolicited device case from (B)(6) was received on (B)(6) 2016 from a physician via (B)(6). This case involves an elderly female patient whose knee became painful and swollen after receiving treatment with synvisc one. The patient had received synvisc one injections previously without problems. No medical history, concomitant medication or concurrent condition was reported. On an unknown date 2015 (in autumn), the patient received treatment with intra-articular synvisc one injection once laterally (dose, batch/ lot number and expiration date: not provided) into an unspecified knee for osteoarthritis of the knee. On an unknown date in 2015, in the autumn, the patient's knee became painful and swollen due to which the patient was hospitalized for 2-3 days. It was reported that septic arthritis was suspected however there was no bacterial growth in the synovial fluid sample. Corrective treatment: not reported for both the events. Outcome: unknown for both the events. (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi genzyme global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: hospitalization or prolongation of hospitalization for both the events follow up information was received on 07-mar-2016. Global ptc number was added. Text was amended accordingly. Additional information was received on 10-mar-2016: ptc results were added. Pharmacovigilance comment: sanofi company comment for follow up dated 10-mar-2016: the follow up information does not change the complete case assessment. Sanofi company comment dated 08-mar-2016: this case concerns a female patient who was treated with synvisc one injection for knee osteoarthritis and later she was hospitalized for knee pain and knee swelling. The causal relationship between the product and the event has been considered to be possibly related. However patient's underlying condition of osteoarthritis is a confounding factor for the event.

Event description:
This unsolicited device case from (B)(6) was received on (B)(6) 2016 from a physician via health authority of (B)(6) ((B)(4)). This case involves an elderly female patient whose knee became painful and swollen after receiving treatment with synvisc one. The patient had received synvisc one injections previously without problems. No medical history, concomitant medication or concurrent condition was reported. On an unknown date 2015 ((B)(6)), the patient received treatment with intra-articular synvisc one injection once laterally (dose, batch/ lot number and expiration date: not provided) into an unspecified knee for osteoarthritis of the knee. On an unknown date in 2015, in (B)(6), the patient's knee became painful and swollen due to which the patient was hospitalized for 2-3 days. It was reported that septic arthritis was suspected however there was no bacterial growth in the synovial fluid sample. Corrective treatment: not reported for both the events outcome: unknown for both the events a pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Seriousness criteria: hospitalization or prolongation of hospitalization for both the events pharmacovigilance comment: sanofi company comment dated 08-mar-2016: this case concerns a female patient who was treated with synvisc one injection for knee osteoarthritis and later she was hospitalized for knee pain and knee swelling. The causal relationship between the product and the event has been considered to be possibly related. However lack of information regarding patient's medical history, concurrent condition, concomitant medications and other risk factors precludes the complete medical case assessment.

Event description:
This unsolicited device case from (B)(6) was received on 04-mar-2016 from a physician via health authority of (B)(6) (fin-valvira with regulatory reference number: (B)(4). This case involves a (B)(6) female patient who developed tissue irritation-type arthritis after receiving treatment with synvisc one. The medical history of the patient was significant for hypertension and hypercholesterolemia. The patient had received synvisc one injections previously in (B)(6) 2015 in left knee without problems. No concurrent condition was reported. The concomitant medications were rosuvastatin, acetylsalicylic acid (primaspan), esomeprazole (nexium), losartan potassium (losatrix), mcetirizine hydrochloride (cetirizine), ketotifen fumarate (zaditen), chlorhexidine gluconate/ hydrocortisone (sibicort), paracetamol (para-tabs), carbomer 974p (softagel), fluocortolone pivalate/ lidocaine hydrochloride (neoproct), mometasone furoate (nasonex), ceridal lipolotion skin oil, ceralan plus basic cream, ibuprofen (burana), bisoprolol, hypromellose (artelac) and aqua/caprylic/capric triglyceride/ceteareth-20/cetyl alcohol/ ethylhexylglycerin/glycerin (aqualan). On (B)(6) 2015 (in autumn), the patient received treatment with intra-articular synvisc one injection once laterally (dose, batch/ lot number and expiration date: not provided) into right knee for osteoarthritis of the knee. On (B)(6) 2015, the patient's knee became painful and swollen due to which the patient was hospitalized for 2-3 days. It was reported that septic arthritis was suspected however there was no bacterial growth in the synovial fluid sample and the blood culture was negative. Therefore it was not septic arthritis but more like tissue irritation-type arthritis. The patient received treatment with intravenous antibiotic cefuroxime (zinacef) 1.5 g, three times per day for three days. On an unknown date, the patient had fully recovered. At the moment of report, the knee was in the same condition as before synvisc one injection. Corrective treatment: intravenous antibiotic cefuroxime outcome: recovered a pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi genzyme global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: hospitalization or prolongation of hospitalization and required intervention follow up information was received on 07-mar-2016. Global ptc number was added. Text was amended accordingly. Additional information was received on 10-mar-2016: ptc results were added. Additional information was received on 06-apr-2016. The age of the patient, medical history and concomitant medication were added. The location and date of the synvisc injection received previously was added. The event of tissue irritation-type arthritis was added with details and the events of right knee became painful and swelling of the right knee were updated as its symptoms. The verbatim for the symptom of knee became painful was updated to right knee became painful and that of the event of swelling of the knee was updated to swelling of the right knee. The start date of the suspect product was updated and its location was added. The relevant lab data was added. The seriousness criterion of required intervention was added. Clinical course updated and text amended accordingly. Pharmacovigilance comment: sanofi follow up company comment dated (B)(6) 2016: this case concerns a female patient who was treated with synvisc one injection and later she was hospitalized for tissue irritation-type arthritis with symptoms of right knee pain and right knee swelling and was given IV antibiotics. The causal relationship between the product and the event has been considered to be possibly related. However patient's underlying condition of osteoarthritis is a confounding factor for the event.